Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, nausea /vomiting, liver disease/toxicity, lung disease, pleural effusion and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturers product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that the isolator that attaches to the blower motor was under the blower motor in the bottom of the blower box. Potential no clean flux on the sd card slot on the pca (printed circuit assembly). A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, accessory module and sd cover flip doors, rear panel, bottom enclosure, blower motor, and the blower box. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam residue in the blower box. The devices downloaded logs were reviewed by the manufacturer. There were zero errors found. The manufacturer concludes there was a evidence of sound abatement foam degradation in the device and was not able to directly address the symptoms specified.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, nausea /vomiting, liver disease/toxicity, lung disease, pleural effusion and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.